Manufacturer narrative:
The anesthesia system was investigated on-site and it was found that the expiratory pressure transducer pcb's was faulty. It was replaced and returned for investigation. Our investigation of the returned expiratory pressure transducer pcb found no visual deviations or damages on the pcb. Simulated use testing of the returned pcb reproduced the reported failure. The system checkout failed several tests due to the measured zero pressure offset for the expiratory pressure transducer had drifted and exceeded the allowed limit (± 300 mv from factory default). Further test of the returned pcb concluded that the pressure sensor on the expiratory pressure transducer pcb was broken. Investigations performed have found that the bond(s) in the pressure sensor has broken due to corrosion most probable caused by contamination by cleaning detergent. Evaluation of the received device logs confirmed the reported system check out failure. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the pressure transducer test failed due to a broken pressure sensor on the expiratory pressure transducer pcb, due to corrosion.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).